Manufacturer narrative:
Visual examination of the returned product identified signs of use (nicked/gouged) and the dovetail (locking feature) is flared. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the articular surface did not seat in the tibial tray during knee arthroplasty. Another articular surface was easily used and the procedure was completed without further complication. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available at this time.